Manufacturer narrative:
A review of the pump's device history record confirms that the pump was tested and met its specifications at the time, it was shipped from animas. Pump under investigation. Once completed, follow-up information will be provided.

Event description:
Pump went into sleep error and did not provide sound or vibration warning.